Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not allow visualization (image with stripes). No patient harm reported.

Event description:
It was reported that the subject device did not allow visualization (image with stripes). No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation's results, it is likely that the following led to the malfunction: the most probable cause of the complaint was component failure. Because the cable unit was cracked, noise occurred, and no image was displayed. Olympus will continue to monitor the field performance of this device.